Event description:
It was reported that a manufacturing representative (rep) interrogated the implantable neurostimulator (ins) during a post-op and got a power on reset (por) message, which they believed was caused during surgery. It was later reported that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), product type: programmer, patient; product ID 3487a-56, lot# l33707, implanted: (B)(6) 1994, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).